Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in both the right atrial (ra) and right ventricular (rv) lead seal plugs. Next, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise observed clinically was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that oversensing of non-physiologic noise was noted on the right ventricular (rv) lead channel of this pacemaker during attempted implant. Pacing inhibition of less than two seconds was reported. Boston scientific technical services (ts) discussed that the noise could have been due to air bubbles. No adverse patient effects were reported. This device was not implanted and was replaced.